Event description:
S/p right atrium (ra) lead revision for suspected subclavian crush. Almost a month later, there was a latitude alert for ra impedances >3000 ohms. Patient was brought into the office the same day with no sensing on ra lead and intermittent capture on ra lead with max outputs unipolar pace configuration. Scheduled to see ep md to determine need for pacemaker.